Event description:
End user alleges the seat upholstery is stretched, wheellock handles are missing, the side guards are cracked and broken. Additional reportable malfunction for this device; end user alleges wheellock handles are missing. Additional non-reportable complaint for this device; end user alleges side guards are cracked and broken.